Event description:
During an in clinic follow up, it was noted the device was unable to be interrogated with rf telemetry. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.